Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two pieces. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a complete separation of the shaft (at the collar) with the ptfe completely pulled out from the collar, a kink in the hypotube located 5 cm from the collar, tip damage (ovalized), and kinks in the distal shaft located 6cm and 7cm from the tip. The inner diameter (ID) of the guidezilla could not be accurately measured due to the condition of the device. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). The first 45 5-in-6 guidezilla¿ extension catheter was advanced but device was kinked and the devices could not be delivered through it. The device was removed and the second 145 5-in-6 guidezilla¿ extension catheter was inserted all the way to the distal rca. A 3.0x12 emerge balloon catheter was then advanced for dilation. However, the guidezilla¿ was removed by accident. The physician then lost the guide wire and balloon catheter placement. The physician re-wired the lesion and put the guidezilla¿ extension catheter back into the guide catheter. The 3.0x12 emerge balloon catheter would not go through the metal collar of the guidezilla¿. When the guidezilla was removed from the catheter, the shaft separated from the collar on the proximal portion. The procedure was completed with a non-bsc guide extension catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). The first 45 5-in-6 guidezilla¿ extension catheter was advanced but device was kinked and the devices could not be delivered through it. The device was removed and the second 145 5-in-6 guidezilla¿ extension catheter was inserted all the way to the distal rca. A 3.0x12 emerge balloon catheter was then advanced for dilation. However, the guidezilla¿ was removed by accident. The physician then lost the guide wire and balloon catheter placement. The physician re-wired the lesion and put the guidezilla¿ extension catheter back into the guide catheter. The 3.0x12 emerge balloon catheter would not go through the metal collar of the guidezilla¿. When the guidezilla was removed from the catheter, the shaft separated from the collar on the proximal portion. The procedure was completed with a non-bsc guide extension catheter. No patient complications were reported.